Manufacturer narrative:
(B)(4). No serial number was reported. Upon return the serial number label was damaged and the full serial number of the returned iabc is illegible. No lot number was reported. A lot number history for the reported account was performed. Based on the lot number history, the closest matching serial number for the returned sample is most likely (B)(6); therefore, a device history record (DHR) review was performed on the serial number (B)(6) and lot number 18f24h0065. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The iabc luer was noted cracked. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter was unable to aspirated and flushed successfully due to the crack on the iabc luer end. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 5.3cm from the iabc distal tip. Some blood and debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 15.6cm from the iabc luer. Some blood and debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "leak on the hub of the central pressure monitoring lumen" is confirmed. During the investigation, a crack was found at the injection site of the iabc bifurcate for the central lumen, which caused the reported complaint. This crack could allow a leak to occur at the injection site of the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the crack found on the bifurcate. The root cause of the complaint is undetermined. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "iabp leak (pinhole leak on the hub of the central pressure monitoring lumen). Additional informaiton states that the iab catheter was removed and replaced. The patient's current condition is reported as "improving but still hospitalized. Iabp since removed".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp leak (pinhole leak on the hub of the central pressure monitoring lumen). Additional informaiton states that the iab catheter was removed and replaced. The patient's current condition is reported as "improving but still hospitalized. Iabp since removed".